Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from the journal article entitled; ethnic disparities in outcomes of patients with complicated type b aortic dissection. Halim yammine, jocelyn k. Ballast, william e. Anderson, john r. Frederick, charles s. Briggs, timothy roush, jeko m. Madjarov, tzvi nussbaum, joshua a. Sibille and frank r. Arko. Doi.org/10.1016/j.jvs.2017.10.083. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted into patients for the endovascular treatment of type b aortic dissections between january 2012 and january 2016. The following events were observed: malfunction: unknown endoleaks

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.